Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.(B)(4).the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrocolpopexy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the capio device failed to catch the needle when it was used at the left side of the patient's sacrospinous ligament. The needle detached and was left inside the patient. The physician tried to locate the needle, however, it was unsuccessful. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.